Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the black screen with password box had occurred. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis station has stuck on black screen. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.